Manufacturer narrative:
Reported event: an event regarding revision due to pain is reported involving unknown implant shell. The event was not confirmed. Method & results: product evaluation and results- product inspection - not performed as no product was returned for evaluation. Clinical review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: an event regarding revision due to pain is reported involving unknown implant shell. The event was not confirmed the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name: trident 0 deg x3 insert 32mm head; cat#: 623-00-32d ; lot#: mldwyr. Device name: 6.5 cancellous bone screw 35mm; cat#: 2030-6535-1; lot#:mljpy1. Device name: delta un.fem hd 32mm r32 16/18; cat#: 6519-1-032; lot#: 34196102. Device name: uni adaptor sleeve v40 ti; cat#: 6519-t-204; lot#: 34548304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain. Possible cause or contributor to pain not reported to rep. The shell (reported as not loose), screw and liner (implanted prior to (B)(6) 2012), and femoral head and sleeve (implanted (B)(6) 2012, were revised.